Event description:
It was reported that at least 2 bd luer-lok¿ tip syringes had no scale markings on them. The following information was provided by the initial reporter: "multiple syringes from lot #3145181 were found to not have any discernable markings on the syringes for measurements."

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd luer-lok¿ tip syringes had no scale markings on them. The following information was provided by the initial reporter: "multiple syringes from lot #3145181 were found to not have any discernable markings on the syringes for measurements."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.